Event description:
Follow up information clarified the patient stopped charging the ipg due to no communication with the patint programmer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg stopped working hence the patient stopped recharging and the ipg became inoperable. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed and issue has been resolved.